Manufacturer narrative:
D4: model, catalog and lot number corrected. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. Without any sample or picture we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record of this product, there are no incidences related to this issue and it was released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
The lot number provided by the client does not exists, it will be updated when the correct one is reported. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with novosin violet product. The client reported that the outer package of product was broken. Additional data has not been provided.